Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a lot of resistance was felt, when advancing the femoral introducer through the sheath (pr399966, FDA ref# 3002808486-2023-00182). The device was removed, but the same problem was experienced with the second device ((B)(4), FDA ref# (B)(4)). The procedure was successfully completed with a third device with no reported harm to the patient. Two coaxial introducer systems and two femoral introducers with loaded celect-pt filters were returned in the same pouch and therefore it is unknown, which device was used in which procedure. On both filters some secondary legs were damaged and out of shape, likely from retrieval through the sheath/sheath hub. One sheath was curved and one had several kinks, but during investigation a testing introducer with filter could be advanced through both sheaths without resistance. Based on these investigation findings the exact reason for the difficulties encountered cannot be determined. However, the curved/kinked sheaths may suggest them being advanced through a tortuous anatomy and following the damages caused the difficulties in advancing the femoral introducer with the filter through the sheaths. There are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# pr400219. Blank fields on this form indicate the information is unknown or unavailable. G4) PMA/510(k): k211875 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the physician put the delivery system in and took out the dilator. When the physician tried to advance the filter through the delivery sheath, he felt a lot of resistance and said it would not advance any further. The physician removed it (pr399966, lot# e4367557) and then experienced the exact same problem with the second kit (complaint device, lot# e4336104, pr400219). The procedure was successfully completed with a third device of the same type. Patient outcome: the patient did not require any additional procedures due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence.